Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). The aus device had a fluid leak in an unknown location. All the components were removed and replaced with a new aus system. The patient had a good outcome with no further complications. No more information is available at the moment. Additional information will be provided as relevant information becomes available.